Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a lighttrail 600um reusable laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was an auriga xl console and the fiber has been reused three times prior to this procedure. According to the complainant, during the procedure and outside the patient, the laser fiber body broke inside the scope shaft. The procedure was completed with another lighttrail 600um reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail 600um reusable laser fiber was received for evaluation. Visual analysis revealed that the distal tip measured approximately 1.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that a portion of the tip detached. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within connector. The condition of the returned device does not confirm that the fiber is broken along the body. Therefore, based on all gathered information, the reported issue was unable to be confirmed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 600um reusable laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was an auriga xl console and the fiber has been reused three times prior to this procedure. According to the complainant, during the procedure and outside the patient, the laser fiber body broke inside the scope shaft. The procedure was completed with another lighttrail 600um reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.